Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4). The initial result from the meter at 7:00 a.m. Was 5.2 inr. The customer did not believe this result. The customer had no symptoms of high inr. No action was taken based on this result. At 8:30 a.m. The customer tested on the meter using a different finger and the result was 3.4 inr. The customer took his normal dosage of warfarin. The customer¿s therapeutic range is 2.0 ¿ 3.0 inr. There was no allegation that an adverse event occurred. The customer currently feels fine and is in good condition. The customer last took medication at 8:30 p.m. The night before the high result of 5.2 inr was received. The customer is not anemic or polycythemic. The customer is not on heparin or direct thrombin inhibitors and does not have antiphospholipid antibodies. There have been no changes to the customer¿s warfarin dosage, no changes to medications, no dietary changes and no recent illnesses. The meter and strips were requested for investigation. The customer returned the meter and test strips. A review of the meter memory did not find the alleged results with corresponding date and time. There were additional erroneous results listed in the meter memory based on the times and dates listed: on (B)(6) 2015 at 8:56 a.m. There is a result of 2.0 inr and at 9:06 a.m. There is a result of 2.7 inr. On (B)(6) 2015 at 8:22 a.m. There is a result of 3.3 inr and at 9:33 a.m. There is a result of 2.3 inr. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 3.4 inr . Donor #2 inr: 2.4 inr . Donor #1 hct: 38% . Donor #2 hct: 48%. Donor #1: master lot: 3.4 inr . Donor #1: customer¿s strips and meter: 3.3 inr. Donor #2: master lot: 2.4 inr . Donor #2: customer¿s strips and meter: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. None of the medications provided are currently known to interfere with the accuracy of the test results. Relevant retention test strips (lot 176192-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material performed as specified.